Event description:
The customer reported that the paramedics were called due to his low blood glucose of 19mg/dl. The caller stated that he gave himself a manual inject and his blood glucose dropped. Troubleshooting was performed. The time and date were incorrect. Assisted the caller with correcting them. The basal rates and bolus wizard settings were correct. The customer stated that the paramedics checked his glucose level and compared with his blood glucose meter and found a significant difference. The customer mentioned that the drive support cap was protruded and sticking out. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.